Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator exhibited noise over-sensing resulting in inappropriate mode switch. It was communicated that the noise pattern on the echocardiogram (ECG) was highly irregular and may be representative of a non-physiological source. An instance of corrupted data was identified in the transmission as well. It was further noted that there were episodes of intermittent atrial under-sensing. No intervention was performed. The patient was stable.

Manufacturer narrative:
The complaint of a stored egm being displayed that was difficult to interpret was confirmed. Further investigation determined corruption of the data occurred during one of the transmission steps from the device to the merlin.net system. The cause of the event was unable to be determined. No other anomalies were detected.